Event description:
It was reported that an alarm occurred, identified as alarm 01. There was no adverse impact to the customer's blood glucose level. The caller followed the instructions from technical support to load a new cartridge and successfully resumed insulin delivery. No additional information was reported regarding physical issues with the cartridge.